Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was partially viewable on insulin pump. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No partial display or blank display was noted. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored for a day and no unexpected partial display or display anomalies were noted. Verified the battery tube power connector is properly connected during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a fading serial number label, and a pillowing keypad overlay.